Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump exhibited a red screen and could not infused. There was unknown, patient involvement. No patient injury was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the device had no firmware. The customer's problem was replicated. The cause of the problem was that no firmware was available inside the pump, and firmware was downloaded onto the device in order to fix the issue.